Event description:
Leica biosystems received a complaint regarding sub-optimal processing of tissue in approximately (B)(4) cassettes from a four (4) hour processing protocol run in retort b, using peloris tissue processor serial number (B)(4). The complainant advised that the gastro-intestinal and skin biopsy samples which comprised this run were either over-processed or under-processed; and that the affected tissue samples were subsequently re-processed using an alternative peloris tissue processor located in the laboratory. Further information from the complainant indicated that the actual number of affected protocols was unclear. On (B)(6) 2013, leica biosystems received information that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.

Manufacturer narrative:
The root cause of the sub-optimal processing reported was a user error, which occurred prior to commencement of the six (6) protocols involved. Specifically, manual replacement of the reagent in bottle 3 (ethanol) was not completed correctly. Bottle 3 (ethanol) was removed from the instrument for 45 seconds at 23:12 pm on (B)(6) 2013, which is considered to be less than the minimum time required for a user to complete the manual reagent replacement process. The properties of the reagent station were then reset at 23:13 pm on (B)(6) 2013, which set the ethanol concentration to the default valve of 100%. However, the ethanol concentration measured in bottle 3 following completion of the six (6) affected protocols was 85%, compared to that calculated by the instruments software of 98%. The minimum final reagent concentration required for ethanol is 98%. The investigation also indicates that manual replacement of xylene in bottle 12 may also not have been correctly completed prior to commencement of the affected protocols. Bottle 12 was removed from the instrument for approximately 30 seconds at 23:13 pm on (B)(6) 2013, which is also less than the minimum time required for a user to complete manual reagent replacement, and the reagent station was reset. Prior to this user action the xylene concentration in bottle 12 was 68.0%. The minimum final reagent concentration required for xylene is 95%. Bottles 3 (ethanol) and 12 (xylene) were used in the final dehydration and clearing steps respectively of the affected protocols. The consequences of using final reagent(s) at less than the minimum concentration required are re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used for subsequent steps, ultimately resulting in sub-optimal tissue processing.